Event description:
It was reported that this system exhibited a shocking impedance measurement of 230 ohms. Review of the stored data identified smart pass had been disabled and there were several inappropriate episodes and an untreated episode with noise and oversensing. Additionally, there was one shock that was unaccounted for, which was likely due to defibrillation threshold testing (dft) that occurred at the implant procedure. Other high shocking impedance measurements were identified. A boston scientific technical services consultant discussed and documented the reported clinical observations. The consultant requested x-rays and dft results from the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.